Manufacturer narrative:
Retainer ring = black. Customer complained that they had a crack on the device and the device was in critical pump error. No critical pump error alarms after battery insertion. The history download was successful using thus software and the crest software did not have to be used. The crest software was utilized again using the xtest bin file and the device was able to get into the production menu screen. The bootloader trace was downloaded using thus software with the bootloader trace successful. No evidence of critical pump error alarms in the bootloader trace. Device received with no button response on all buttons after battery insertion. Reinserted battery and the keypad functioned properly. After download the unit had no button response again. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to unresponsive keypad. 0.454v was measured on the menu button. Visual inspection of the keypad did not find any anomalies and visual inspection of the circuits related shows moisture damage on and around the circuitry. Tried to replicate the failure after reassembly but the problem could would not come back. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Corrosion on force sensor assembly, moisture damage on motor assembly and moisture damage on electronic board stack noted during visual inspection of the electronics. Critical pump error was not confirmed during testing or in the history and bootloader trace downloads. Confirmed there was a crack on the battery tube area. Confirmed there was a keypad anomaly during testing however root cause was not determined; problem may have been intermittent since problem went away while troubleshooting and cannot be recreated.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error also had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.